Event description:
The customer stated that he received a blood glucose reading of 400 mg/dl on the contour and then a reading of 161 mg/dl on a one touch. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Further troubleshooting was impossible as the customer did not have any control solution. Customer service was going to send normal control solution.